Event description:
Customer reported she didn't believe the insulin pump was working. Customer stated her blood glucose kept showing up over 600 mg/dl. Symptoms were frequent urination and excessive thirst. Customer does not feel good to troubleshoot. Customer was advised to seek medical attention. Customer stated she was drinking water and finding who can take her to the emergency room. Customer declined emergency medical service. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.